Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: an incomplete lead was returned in segments. Due to the condition of the lead, no function testing could be performed. The device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02389. The pt received an scs system, including an ipg and a surgical lead, on (B)(6) 2007. It was reported both the lead and ipg were explanted and replaced due to intermittent stimulation and inadequate pain coverage. No pt complications were reported as a result of this event.